Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported multiple anterior capsular tears during laser assisted cataract procedure. Event did not occurred during hydrodissection. Additional information has been requested.

Manufacturer narrative:
All device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. Based on the information available, the customer reported event cannot be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).